Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp sleeve stuck in the up-position in the reported problem area of the pipette assembly. The plunger clamp, water height sensor, tip retaining clip, master computer harness, and osp "dummy plug" were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.